Manufacturer narrative:
The 6 pack battery kit was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The batteries were bench tested and no faults were found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the 8 pack battery kit was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The batteries were bench tested and confirmed that the battery voltage failed. 2 out of 27 batteries voltages were low. An electrical failure was found. Eval code method 10 is associated with this analysis eval code result 4203 and 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. The computer successfully booted os and application on the bench. Time/date were good. Virus scan was completed. The computer was connected to a known good system and the system initialized. Motion, generator, communication and charging readied. Motion calibration, run fluoro gain calibration and run rad gain calibration passed. 2d and 3d images were acquired successfully. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the batteries were returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Battery passed visual inspection. Perform voltage check on returned battery. No faults were found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Replacement of the computer of the ias and the battery was performed. Because it was time to replace the cmos battery of the mvs, replacement of this part was performed as well. A system checkout was performed for the imaging system and it passed. No parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the computer of the image acquisition system (ias) restarted autonomously. The remaining amount of x-ray battery indicator was 0. Replacement of the computer of the ias and the battery was performed. Because it was time to replace the cmos battery of the mobile viewing station (mvs), replacement of this part was performed as well. There was no patient involvement.